Manufacturer narrative:
Complaint conclusion: as reported in the emerald survey, respondent twenty-six reported the occurrence of a peripheral branch hematoma, vessel dissection that occurred during coronary intubation, intraprocedural myocardial infraction, and groin bleeding that was treated with a blood transfusion. All of these occurrences were reported after the use of an unknown emerald guidewire. The products were not returned for analysis and a product history record (phr) review could not be performed because the lot number for this product is unknown. Without the return of the device or images for analysis, the reported customer events hematoma, vascular dissection, myocardial infarction and hemorrhage could not be confirmed. Hematomas and vascular dissections are known complications associated with guidewires and it is unknown if the myocardial infarction and/or hemorrhage is related to the guidewire. The exact cause of the event cannot be determined with the limited information available however, procedural and/or patient specific factors are a likely cause (stick technique, anticoagulation, wire manipulation, vessel characteristics). Users are trained to inspect for signs of damage prior to and during use. Any product with damage is not to be used. Information for safety is provided in the products labeling with the intent to make the user aware of the risks. According to the instructions for use (IFU), although not intended as a mitigation of risk, ¿any time during or after the procedure. Possible complications include, but are not limited to air embolism, hematoma at the puncture site, infection, perforation of the vessel wall. When the guidewire is in a vessel, do not advance the movable core if the tip is in a curved shape. Never twist or force the core because excessive force may cause it to penetrate the coil and damage the vessel.¿ based on the information available and the phr review, there is no indication that the event is related to the device design or manufacturing process. Therefore, no preventative or corrective actions will be taken at this time.

Manufacturer narrative:
Event date is unknown and the PMA/510(k) number is unknown. Without a lot number to conduct a device history record (DHR) review, it is not possible to determine if the reported failure could be related to the manufacturing process. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported in the emerald survey, respondent twenty-six reported the occurrence of a peripheral branch hematoma, vessel dissection that occurred during coronary intubation, intraprocedural myocardial infraction, and groin bleeding that was treated with a blood transfusion. All of these occurrences were reported after the use of an unknown emerald guidewire. The device will not be returned for evaluation.